Event description:
The user facility reported a 63-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following insertion of the repositioning sheath, a large hematoma formed at the impella access site. Due to the noted condition, the decision was made to remove the impella and place a large edwards sheath (14f x 30 cm ) in order to achieve hemostasis.

Manufacturer narrative:
The investigation into the reported hematoma has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that a lack of vessel recoil onto the sheath was the most likely cause of the hematoma. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿